Event description:
It was reported that after approximately 11 days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm every few minutes. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no blood in the tubing or visible kinks. The customer was able to press the "fill" key each time, but the alarm was generated again after only a few minutes. They were advised to drop the augmentation control slightly. They were able to do this and resume pumping. After approximately an hour and a half of pumping alarm-free, the iabp then generated an autofill failure alarm and could not resume pumping. Again they tried the "fill" key and traced the line for any visible kinks. There was no blood in the line. After several attempts, the iabp auto-filled and resumed. The iab was later removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.